Event description:
Event description guidant received information that this implantable lead exhibited a high pacing threshold. The lead had been implanted one month. The impedance and r-wave measurements were stable. X-ray confirmed a lead dislodgement. The physician elected to reposition the lead, however during the procedure it was decided to remove the lead and replace with another guidant product.